Event description:
It was reported that during an unknown procedure, it was observed that the stapler did not cut properly; and they had to used the manual override to open the jaw on the device. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2026. D4: batch #unk. A manufacturing record evaluation was performed for the finished #, with lot/batch #psee60a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.